Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole, missed beat, or pause alarm was not generated on (B)(6) 2018 at 09:06 for bed 232. No adverse event.